Event description:
It was reported that (4) devices were used during a sigma procedure. It was reported by the affiliate that the last 10 staples will not close properly with the pmw35 devices. Another device was used to complete the case. There was no consequence to the pt.